Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the image acquisition system (ias) power did not latch on and lift and shift automatically engaged when switch was held. All outputs of the power switching board were verified. A system board was replaced and the system not boots and the lift and shift does not automatically engage. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system board has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, during gain calibration the image acquisition system (ias) of the imaging system would not fully boot due to a "initializing please wait" error message. There was no patient present at the time of the issue.

Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The system control board for the imaging system was returned to the manufacturer for evaluation. Testing was able to replicate the reported issue when installed on a known operational imaging system.